Event description:
It was reported that the user interface is broken off of the ventilator and the unit will not start up. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported user interface holder (panel holder) was investigated at the hospital by our field service engineer (fse). The user interface holder breakage was confirmed and was replaced. The breakage could also be confirmed from evaluation of the received pictures. The broken panel holder implies that the panel unit had been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It¿s unknown to us under which conditions the reported panel holder broke, as a result the root cause for the reported breakage cannot be determined from this investigation.

Event description:
(B)(4).